Event description:
The keyboard became unplugged from the cpu. Unplugging the keyboard suspends the operating system on older type cpu's. The system required rebooting to restore device operation.

Manufacturer narrative:
Tech support and the customer identified the keyboard was unplugged. The system freeze resulted from pulling the keyboard cable out. Even if it's reinserted, the system will freeze until rebooted. Eval summary: the device is an installed centralized pt monitoring system that utilizes a sun ultra 10 central processing unit (cpu). Oftentimes on the sun ultra systems, disconnecting the keyboard cable will cause the system to lock up. The customer called welch allyn tech support and identified the operating system locked up. Tech support assisted the customer in identifying that the keyboard had become detached from the cpu. The customer was also assisted in rebooting the system. Normal operation was restored approx 20 mins after the system originally became unresponsive. Even though centralized monitoring was lost during the time that the system was down, pt vital signs monitoring continued at bedside with the local bedside pt monitor for any pts connected to the system. There were no pts harmed in any way by the event.